Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H6: component codes: mechanical (g04)- drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. The root cause of the reported issue is attributed to failure to follow instructions. Per master label the reported product is a single use instrument. Due diligence indicated that the product had been used many times over the past 2 years. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while the surgeon was using the instrument it fractured. The fractured piece of the instrument remained in the patient's left femoral shaft. The surgeon decided to leave the fracture piece in the patient to prevent any additional issues.

Manufacturer narrative:
(B)(4). G2: other: mw5153996. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was retained by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.